Event description:
During the preparation, it was reported that the balloon ruptured. No injury was reported with the patient as the event occurred outside the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire and the balloon was found to be ruptured from the distal to proximal marker band similar to the burst characterization due to fast inflation speeds. A warning in the IFU (instructions for use) states, "do not exceed the maximum recommended inflation volume as balloon rupture may occur."